Event description:
It was reported that during a da vinci-assisted surgical procedure on (B)(6) 2021, staplers were malfunctioning with green reloads. The procedure was completed with no reported injury. On 02-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary lobectomy procedure, as the surgeon went to fire a sureform 45 stapler instrument, an error presented saying ¿tissue too thick¿ and a partial fire with staples that were ¿formed to half-way formed¿ resulted. The surgeon was working with ¿thick cancerous lung tissue, using a green reload at first but then moved to a black or blue reload¿. The customer attempted to use a backup sureform 45 stapler instrument but met with same results. The surgeon opted to use an unspecified third-party laparoscopic stapler instrument due to the type of tissue being worked with. It was confirmed that there was no lung injury and no medical intervention was required outside of the planned procedure. There were no observed issues to the staple lines. The procedure completed robotically with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform green reload (pn: 48345g-01 // ln: t90210122) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed/replicated. The reload was found to have malformed staple sticking out of the reload track. Root cause of this failure is not established. Additional findings not reported by the site: the reload was found to have the knife exposed within the knife track. The root cause of exposed component reloads is typically attributed to the user. The reload was found to have cartridge damage. A piece measuring at .164" x .288" was broken off. The broken piece was not returned. Root cause of this failure is attributed to user. The reload was found to have blade damage. Indentations were found along the blade edge. Root cause of this failure is attributed to user. An isi advanced failure analyst (afa) engineer conduced a stapler log review and results were as follows: the system is back online per remotefe, dsp logs are not available, perhaps due to the errors in the tool table showing ¿timeout¿ errors during the case so it is indeterminable 1.) What the firing order of the instruments/reloads was or 2.) The firing status (complete/incomplete). The tool table showed no related errors. A review of the instrument logs was performed on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sk1301. There were two sureform 45 instruments in use during this procedure: sureform 45 pn: 480445-04 // ln: t90200608-0280 // sn: (B)(4) and sureform 45 pn: 480445-04 // ln: t90200608-0281 // sn: (B)(4). There were also nine green sureform 45 reloads pn: 48345g-0 and one black sureform 45 reload in use. It was noted that a green endowrist stapler 30 reload pn: 48630g-04 // ln: m90200417-0297 // sn: (B)(4) was recorded in the logs but follow-up with an isi advanced failure analyst (afa) engineer confirmed that while it is strange to see this reload without also seeing an endowrist stapler 30 instrument in the tool table, endowrist reloads are not compatible with sureform instruments so the sureform 45 could not have fired the green endowrist stapler 30 reload. It was also noted that there were three cadiere forceps instruments recorded in this procedure, two of which have been used in subsequent procedures and a site history search found no complaint filed against those instruments. Additionally, while not all reusable instruments used in the case have been used in subsequent procedures at this time, additional site history search showed no complaints filed against those instruments. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: staplers were malfunctioning with green reloads. It was reported that a partial fire with staples that were ¿formed to half-way formed.¿ it was confirmed that there was no lung injury and no medical intervention was required outside of the planned procedure. There were no observed issues to the staple lines. The procedure completed robotically with no patient injury.